Manufacturer narrative:
The manufacturer received additional information from the site on february 11, 2019. The ring was never actually implanted in the patient as the surgeon changed their mind and implanted a tissue valve instead. This was an edwards magna ease. There was no fault with the ring. Based on the additional information received there was no adverse events and the device in question was never used in the procedure. There was a change in proceudre from a repair to a valve replacement. The manufacturer will perform no further investigations and the case is being closed at this time.

Event description:
On (B)(6) 2018 a patient received a memo 3d smd30, mechanical mitral repair ring. The manufacturer was notified that the ring was explanted the same day ((B)(6) 2018). The manufacturer received additional information from the site on february 11, 2019. The ring was never actually implanted in the patient as the surgeon changed their mind and implanted a tissue valve instead. This was an edwards magna ease. There was no fault with the ring.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received a memo 3d smd30, mechanical mitral repair ring. The manufacturer was notified that the ring was explanted the same day, (B)(6) 2018. No additional information was received.